Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patients leads disconnected from the ipg header following a heavy fall. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced and the same leads were reconnected to the new ipg. Post-operatively, stimulation therapy was restored.